Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: revision of thoracolumbar fusion. (B)(6) 2015 revision of thoracolumbar fusion. Reason for revision: broken rods and loose set screws. The surgeon performed revision surgery on a t5-ilium posterior spinal fusion due to broken rods on both sides. He removed all implants from l2-ilium and replaced them with new implants. The set screws were also loose in all of the screws. The surgeon again asked when we are getting cobalt chrome heads on the screws. He feels that the heads need to be stiffer. The patient is quite a solid young man and the surgery was difficult. Patient outcome post surgery: not aware at the time of the report. X-rays are available. Implants that were removed: 179732745 (si polyaxl ext tab 7 x 45mm), 179712750 (si polyaxl screw 7 x 50mm), 179793050 (ti fixed lat connector 50mm), 179722000 (exp dual-inner setscrew), 179702000 (single-inner setscrew), 179762300 (rod 300 mm), 196789480 (viper2 straight rod480mm cocr), 179755155 (conn open closed 5.5x5.5ti), 179712745 (si polyaxl screw 7 x 45mm).